Manufacturer narrative:
Concomitant medical products: 305c25 tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedances. The lead was taken out of the device header, cleaned and reconnected. It was suspected that there was a hematoma on the lead tip. The rv lead remains in use. No further patient complications have been reported as a result of this event.